Event description:
Upon deployment of proglide device via left femoral vein, there was difficulty removing it from the groin. Vascular surgery was consulted. Femoral cutdown was performed in ep (electrophysiology) lab by vascular surgery for removal of retained portion. Removal was successful. Discharged to home the next day. Procedure: left common femoral vein exposure, redo. Removal of foreign body from left common femoral vein. Repair of venotomy, left common femoral vein.